Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood, tissue, and bone. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the primary note indicated the patient did sustain a trochanteric fracture. It is unclear what caused the fracture, but it was after the srom stem/sleeve were placed. An unknown srom sleeve is being added. The fracture resulted in a trochanteric osteotomy. No labs were provided for the alleged high metal ions. Post-operative x-rays indicated a malpositioned stem. No part/lot has been provided for the head, stem, or sleeve. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.